Event description:
It was reported that the right ventricular (rv) lead was oversensing. The device was reprogrammed to true bipolar and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.